Event description:
Procedure type: hemicolectomy. According to the reporter: the customer reports that the surgeon fired the ta but the staple line was incomplete. The staple line was not complete immediately after firing, so bile leaked from the bowel. Hospitalization was not extended but patient was monitored for aseptic symptoms while in hospital. Surgical time was extended by 30 mins. The sample is being sent for evaluation.

Manufacturer narrative:
(B) (4). (B) (4).